Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. No unexpected pump error, watch dog alarm noted during testing or found in the downloaded trace files however, the pump alarmed power error alarm during testing. Pump trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on connector board, the pump was monitored and functioned properly.

Event description:
It was reported via phone call that the device had a display alert and was shutting down, customer had to restart and was taken out of auto mode. The customer¿s blood glucose level is unknown at the time of the incident. No further details or information available. The device will be returned for analysis.